Manufacturer narrative:
No button error alarmed from the insulin pump. The pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 85 mg/dl. The customer stated that she unplugged to get ready for work and put it back in and the insulin pump alarmed button error. Customer was advised to discontinue use of the device and to revert to a backup plan.